Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. As per part investigation, it was determined that cable r flat flex 28 cond same side had physical damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) medical center. Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device brand name, medical device model, medical device catalog, unique device identifier (UDI), section e initial reporter phone, initial reporter occupation and other occupation, initial reporter facility name section g manufacturing location, reporting office, section h device manufacture date a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05oct2015, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the medstation es aux that presented drawer 1 failures was confirmed by the fse and subsequently confirmed in the dchu testing process. According to work order (B)(4), the fse reported that the scanner usb cable was replaced. After the replacing and test of the repair, customer was able to test the scanner multiple times by loading meds. During dchu laboratory visual inspection: p/n 350993-01: the cable r flat flex 28 cond same side was externally inspected for any irregularity. Signs of physical damage were observed during the inspection. No other visible anomalies were noted. During dchu testing: p/n 350993-01: the cable r flat flex 28 cond same side was no further tested due to the observed damaged during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: it was determined that the root cause of the drawer 1 failures is attributed to the cable r flat flex 28 cond same side that presented physical damage from rubbing while in motion, potentially exposing the copper and creating a short thus confirming customers complaint.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was damage caused by excessive heat and electrical discharge. A field service engineer replaced the retractor band and adjusted the bus cable to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.a field service engineer stated that there was thermal damage to the cable. There were no adverse events or injuries reported based on this event.